Event description:
It was reported that the patient was charging more than expected and the battery was depleting "quicker" than normal. It was noted that the device had not been checked in "awhile". It was reported that the patient had to increase stimulation more due to increased pain. It was noted that the patient believed she had been doing "too much" activity because she recently moved.

Manufacturer narrative:
Product ID 377860, lot# v004741, implanted: 2006 (B)(6); product type lead product ID 377860, lot# v003916, implanted: 2006 (B)(6); product type lead product ID 37742, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient product ID 37752, serial# (B)(4), implanted: 2006 (B)(6); product type recharger. (B)(4).